Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages after loading multiple cartridges with insulin. Reportedly, the cartridge was loaded with approximately 150 units of insulin, and the insulin leaked out of the syringe near the needle tip while filling the cartridge. There was no reported impact to the customer's blood glucose level. The customer confirmed that a new cartridge would be loaded when additional supplies are obtained.